Manufacturer narrative:
(B)(4) manufactures the s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative tested the device and was unable to reproduce the reported malfunction. All functional tests conducted on each of the involved devices passed without issue. Visual inspection revealed the presence of dried blood in the level sensor. The user confirmed the that blood was observed in the level sensor during the procedure. The service representative performed a download of the pumps readouts and took pictures of the level sensor for further investigation by (B)(4). Analysis of the photographs confirmed the presence of blood on the level sensor and the pump read-outs confirmed the reported pump stop triggered by the level sensor. (B)(4) concluded that the issue was caused by the penetration of blood between the level pad and the sensor, which can disturb communication and cause the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
(B)(4) received a report that the s3 low level ii sensor gave a false alarm during a procedure which triggered a pump stop. The user reported that there were no issues with the cardiotomy level. There was no report of patient injury.